Event description:
On (B)(6) 2013, it was reported that this patient underwent vns explant due to infection shortly after a generator revision in 2005.

Event description:
Attempts for additional information were unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.